Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a display failure but that it booted itself back up and is working now. As a precautionary measure, the bme will replace the hdd to see if this will prevent this issue from recurring. He will contact nihon kohden if the issue persists. No patient harm was reported.

Event description:
The customer reported that the central nurse's station (cns) had a display failure but that it booted itself back up and is working now.

Event description:
The customer reported that the central nurse's station (cns) had a display failure but that it booted itself back up and is working now.

Manufacturer narrative:
H10: additional narrative: on (B)(6) 2018, bme (B)(6) reported the cns-6201a (pu-621ra sn:(B)(6)) received a blue screen of death (bsod) over the weekend. The cns booted itself back up and was working currently. Service requested/performed customer requested to document the issue. Customer was to replace the hdd as a precaution. He understood how to replace the hdd and rebuild it. Investigation result the cns warranty began 01/27/13, which is over 5 years prior to the reported issue. A review of device history found previously reported issues with the hdd or raid: (1) 300046950 reported (B)(6)2016. Unit was freezing. Nka sent: hdd part# 9000006111a qty: 1 (2) 300106494 reported (B)(6) 2017. Unit cannot reboot. Suspected hdd. Customer to test unit at a later date. No servicing performed or part delivered to customer per nkc DHR, the unit (pu-621ra sn: (B)(6)) has had no history of ncmr, deviation, or CAPA during manufacturing of the device. The device has not been refurbished and there were no discrepancies or unusual findings before device release that might relate to the reported issue. This issue is not suspected to be caused by a deficiency in the manufacturing of the device. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that a failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the proper actions to take is addressed in the service manual. The service manual also provides steps on how to replace the hdd. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. For software versions 02-40 or earlier, there was a concern that the clinical user was able to close the error messages without replacing the failed drive. Per mtbex 039 [a] issued 04/25/16, a patch was created for software versions 02-40 or below which would have error message altered to not interfere with patient monitoring data, and to not be removed from the screen unless by a specific sequence of clicks. With this fail-safe system, both hard drives failure is prevented when user follows prescribed maintenance procedures. Customer's maintenance information on this device is not available. No nka evaluation performed as unit was not returned. Customer was to replace the hdd as a precautionary measure. The root cause is determined to be maintenance needed. Corrected information: g4. Date received by manufacturer: should be 02/26/2018 not 03/28/2018 as listed on MDR initial report